Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a case involving subtalar arthrodesis, talonavicular arthrodesis, the surgeon was using the chisel and handle to remove cartilage from the subtalar joint, and as he was hitting the handle it sheared at the point of the locking mechanism is welded to the handle. Surgery was only delayed a few seconds and they keep another set on hold in the room. No items, pieces, or implants remained in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the item was received in a plastic bag, decontaminated with correct marking, but with traces of utilization at the shaft the head for hammer impact. It was also broken into two parts at the laser welded seam, which connects the handle with the shaft. A device history record check was performed and no discrepancies to the regular process could be detected. All relevant key parameters were inspected and measured. The slide sleeve handle w/quick-couple and the shaft handle with connector fulfill the required specifications. The function of the connector could not be tested, since it was broken. The function of the handle was tested during production and the result of the test with gauge passed. Based on these investigations, the complaint is confirmed, since the item was broken as claimed by the customer, but from manufacturing point of view rated as not valid, because there could no deviations be found in the manufacturing process and all measured key parameters. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.